Event description:
The complaint is now reportable based on the analysis approved on 05/21/2009. It was reported that during a coronary drug eluting stenting treatment procedure, there were difficulties crossing the lesion. The 90% stenosed target lesion was located in the tortuous and severely calcified distal left circumflex (lcx). The 3.50x32mm taxus liberte stent delivery system (sds) was advanced, but unable to cross the lesion. The device was removed and the lesion was treated with a different device. No patient complications were reported. The patient's current condition is listed as "good". However, returned product analysis of the 3.50x32mm taxus sds revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination of the returned sds revealed stent damage. The proximal stent struts on the first row were raised. Further examination found a kink in the hypotube 18.3cm distal from the catheter's strain relief. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found, the device met all specifications. The most probable root cause is operational context as service performance was limited due to anatomical procedural factors. (B) (4).